Event description:
A falsely elevated troponin results of 6.71 ng/ml and 2.99 were obtained on separate pt samples. Repeat testing on the same samples gave normal results. This laboratory tests all troponin in triplicate. There were no reports of adverse health consequences as a result of the falsely elevated troponin results. Pt treatment was not prescribed or altered as a result of the erroneous results. A dade behring field service representative resolved the instrument issue by replacement of worn parts.